Event description:
A company representative reported that after the procedure, it was observed that the tips of two ozark screw drivers w/ thread had fractured. It was further reported that it is unknown if the fractured tips were left in the patient. This report captures the first of two drivers.

Event description:
No new information.

Manufacturer narrative:
Correction: an updated review of the risk documentation regarding this event does not suggest a recurrence of this event could result in a death or serious injury. Therefore, this event is no longer reportable to the FDA. H6: codes have been updated to reflect receipt of the device and conclusion of the investigation. Event is no longer reportable.